Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the manufacture and expiration dates are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a wallflex biliary rx fully covered rmv stent was implanted in the common bile duct three (3) months ago for chronic pancreatitis during a procedure performed on an unknown date. According to the complainant, during an endoscopic retrograde cholangiopancreatographty (ercp) procedure performed on (B)(6) 2019 the physician was removing the wallflex biliary rx fully covered rmv stent. It was reported that the stent unraveled. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be fine. Note: despite numerous attempts, boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available, a supplemental report will be submitted.